Manufacturer narrative:
This crt-d remains in service for the time being, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) will be explanted in the near future. This crt-d eroded, which caused the patient to develop an infection in the device pocket area. There were no other adverse patient effects reported.